Event description:
A customer reported to baxter product surveillance of a continu-flo set in which the middle y-site separated from the set during setup. Some solution was noticed in the set. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). An actual sample was sent in for an evaluation. A visual inspection showed that all the solvent bonded areas were intact. The middle y site was lightly manually pulled which confirmed a separation at the y site out let port . The tubing end was the visually inspected under a microscope which showed that the solvent plow ridge was incomplete. The remaining solvent bonded connections were then pull tested and checked for separation. No additional separations were found. The complaint was confirmed; however the cause for this condition was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.